Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports the device had lead select button that will not change over from pads. There was no reported pt involvement.